Manufacturer narrative:
Concomitant medical products: 694758 lead implanted: (B)(6) 2004; 8637-20 neuro pump implanted: (B)(6) 2016; 8780 catheter implanted: (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and failure to capture. It was also noted the lead was undersensing and failed to sense both bipolar and unipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.